Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, a machine flow sensor drift high ventilator inoperative error code was found in the device's error log. A 155 fix was performed by the trilogy service and diagnostic tool and re-installed software 1.5.10.00 to resolve the issue. The unit booted up normally. The service engineer performed additional diagnostic testing, and the unit failed flow testing. The machine flow sensor was replaced to resolve the flow testing issue. Additionally, the pm kit was replaced.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo ventilator. There was no harm or injury reported. During the evaluation of the device by a philips remote service engineer, a machine flow sensor drift high ventilator inoperative error code was found in the device's error log. A 155 fix was performed by the trilogy service and diagnostic tool and re-installed software 1.5.10.00 to resolve the issue. The unit booted up normally. The service engineer performed additional diagnostic testing, and the unit failed flow testing. The machine flow sensor was replaced to resolve the flow testing issue. Additionally, the pm kit was replaced. The device was returned to the product investigation lab (pil) for further investigation. Pil found contamination inside the flow sensor. Pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The ventilator inoperative error did not occur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor failed testing. Pil concluded that the contamination observed inside the flow sensor caused the failure. This failure is being investigated under fsn 2023-cc-src-003. Box: h has been updated to reflect the investigation findings.